Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon detachment occurred. During unpacking of a 2.50mm x 15mm nc emerge® balloon catheter, it was noted that the balloon has already inflated and was dislodged. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter which was tightly folded. The balloon and shaft were examined. Magnified inspection of the balloon did not reveal any damage or irregularities. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The reported event was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was further reported that the balloon was not separated or detached from the catheter. The balloon just looked like it was already been inflated. The problem was noticed during preparation when the physician selected the device for use; before the device was loaded over the guide wire. The device was never used to the patient. The procedure was completed with a new balloon catheter. No patient complications were reported and the patient's status was very well.